Event description:
It was reported that an error occurred. It was also reported the programmer does not start up. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report and as a result the main processor unit (mpu) board was replaced. It was also noted that no stylus was returned with the device.